Event description:
Post op CABG patient (8/21 - or) had massive bleeding on 8/22/97 returned to or. Md notes: marginal graft found with broken suture in the middle part of the medical aspect of the anastomosis not in the heel, not in the toe. Patient expired. Cause of death; massive bleeding from suture breakage.